Event description:
Caller reported compact system blood glucose results of 252 mg/dl and 123 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.